Event description:
Same case as: 2134265-2014-03221. It was reported that a wire tip detachment occurred. The 90% stenosed, 18x2.8mm target lesion was located in the severely calcified and a moderately tortuous mid right coronary artery (rca). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to treat the target lesion. During the procedure, the rotawire was advanced to the lesion and a non bsc catheter was used with the wire. The rotalink was then utilized. While moving the rota burr via the wire utilizing dynaglide mode, the tip of the wire detached between the proximal and mid rca in a curved portion of the vessel. The physician indicated the spring tip likely came in contact with the rota burr during use and also that the detachment could have occurred during use of the non bsc catheter. The distal tip of the rotawire remained in the posterior descending artery and the treatment was not completed. Upon removal, it was noted that the distal tip of the burr was damaged. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual and tactile inspection of the returned device revealed the spring tip fractured and the device kinked along the body. All the outer diameter measurements are within the specifications. (B)(4) lab revealed that failure occurred due to bending fatigue as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03221. It was reported that a wire tip detachment occurred. The 90% stenosed, 18x2.8mm target lesion was located in the severely calcified and a moderately tortuous mid right coronary artery (rca). A 330cm rotawire and a 1.50mm rotalink plus were used to treat the target lesion. During the procedure, the rotawire was advanced to the lesion and a non bsc catheter was used with the wire. The rotalink was then utilized. While moving the rota burr via the wire utilizing dynaglide mode, the tip of the wire detached between the proximal and mid rca in a curved portion of the vessel. The physician indicated the spring tip likely came in contact with the rota burr during use and also that the detachment could have occurred during use of the non bsc catheter. The distal tip of the rotawire remained in the posterior descending artery and the treatment was not completed. Upon removal, it was noted that the distal tip of the burr was damaged. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).